Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose 20 mg/dl and 26 mg/dl, 343 mg/dl, 249 mg/dl. The customer reported that the blood glucose at the injection was 246 mg/dl and current blood was 276 mg/dl. The customer had experienced the symptoms such as slight dizzy. The customer treated with the orange juice. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.